Manufacturer narrative:
H4: the lot was manufactured march 26-27, 2025. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set leaked chemotherapy drug (abraxane) from the bottom port during patient use. The device was disconnected and a new drug was made to resolve the issue. There was no report of patient injury or medical intervention associated with this event. No additional information is available.